Manufacturer narrative:
Correction: correction made to clinical review statement was added to b5 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
Clinical review: a temporal relationship exists between hd treatment utilizing the fresenius optiflux180nre dialyzer and the patient¿s symptoms of itch and shortness of breath consistent with an adverse event of allergic/hypersensitivity reaction to the dialyzer. The actual sample of the optiflux 180nre dialyzer used during the event is not available for further product analysis. However, currently there is no allegation nor any objective evidence that the optiflux 180nre dialyzer malfunctioned or product deficiency. Medical literature review demonstrates that it is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions to various types of dialyzers due to differences in dialyzer membranes and/or sterilant. Moreover, the fresenius optiflux 180 nre dialyzer manufacturer instructions for use document that side effects of hypersensitivity reactions may occur with use of the product. In fact, the patient had pre-existing known allergy to the fresenius optiflux 180 nre dialyzer, and it was user error that the dialyzer was utilized for hemodialysis treatment. Regardless, the product cannot be excluded as a causal factor in this event given the known potential side effect of an allergic reaction while using the optiflux 180 nre dialyzer.

Event description:
On 3/sep/2024, post market surveillance at fresenius medical care was notified via user facility voluntary medwatch, this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) with a pre-existing allergy to fresenius optiflux nre dialyzer experienced a severe allergic reaction while utilizing an optiflux 180nre dialyzer on (B)(6) 2024 characterized by itching/discomfort. The documentation provided and follow up with the clinical manager in the associated clinic indicated the following. The patient has been on hemodialysis since (B)(6) 2022 and had a known allergy to the fresenius optiflux 180 nre dialyzer. Therefore, the patient is prescribed to utilize the fresenius optiflux 180 nr dialyzer. On (B)(6) 2024, the patient was initiated on hemodialysis with the incorrect dialyzer (fresenius optiflux 180 nre lot #:24hu07018) due to user error. Per the clinical manager, the patient's pretreatment vital signs were blood pressure (b/p) 166/76, heart rate (hr)63, respiratory rate (rr)19, and temperature 98.0. It was stated that there were no visible defects and no any performance issues with the fresenius optiflux nre dialyzer. Approximately 5 minutes into the hemodialysis treatment, the patient complained of itching. The clinical manager stated the hemodialysis treatment was stopped, and the patient was rinsed back the blood in the extracorporeal circuit. The patient received approximately 300 ml of normal saline. Furthermore, the patient's nephrologist was notified of the event and the patient was prescribed benadryl 25 mg intravenous push (ivp). A new hemodialysis treatment was initiated with the correctly prescribed dialyzer (fresenius optiflux 180 nr). However, the patient had symptoms of shortness of breath which persisted. As a result, the patient was initiated on 2l of oxygen via nasal canula and 911 was called. The patient's post treatment vitals were bp 166/77, hr 61, rr 24. The clinical manager stated the patient was brought to the emergency room and received hemodialysis treatment (details unknown). The patient did not require hospital admittance and was discharged home the same day <24 hours. It was confirmed that the patient recovered from the event and completed normally scheduled outpatient hemodialysis on (B)(6) 2024 with the correct dialyzer and no further issues.

Manufacturer narrative:
Correction:b5, h10 voluntary medwatch report number provided entered into h10.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd treatment utilizing the fresenius optiflux180nre dialyzer and the patient¿s symptoms of itch and shortness of breath consistent with an adverse event of allergic/hypersensitivity reaction to the dialyzer. The actual sample of the optiflux 180nre dialyzer used during the event is not available for further product analysis. However, currently there is no allegation nor any objective evidence that the optiflux 180nre dialyzer malfunctioned or product deficiency. Medical literature review demonstrates that it is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions to various types of dialyzers due to differences in dialyzer membranes and/or sterilant. Moreover, the fresenius optiflux 180 nre dialyzer manufacturer instructions for use document that side effects of hypersensitivity reactions may occur with use of the product. In fact, the patient had pre-existing known allergy to the fresenius optiflux 180 nre dialyzer, and it was user error that the dialyzer was utilized for hemodialysis treatment. Regardless, the product cannot be excluded as a causal factor in this event given the known potential side effect of an allergic reaction while using the optiflux 160 nre dialyzer.

Event description:
On 3/sep/2024, post market surveillance at fresenius medical care was notified (via medwatch form MFR# (B)(4) this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) with a pre-existing allergy to fresenius optiflux nre dialyzer experienced a severe allergic reaction while utilizing an optiflux 180nre dialyzer on (B)(6) 2024 characterized by itching/discomfort. The documentation provided and follow up with the clinical manager in the associated clinic indicated the following. The patient has been on hemodialysis since (B)(6) 2022 and had a known allergy to the fresenius optiflux 180 nre dialyzer. Therefore, the patient is prescribed to utilize the fresenius optiflux 180 nr dialyzer. On (B)(6) 2024, the patient was initiated on hemodialysis with the incorrect dialyzer (fresenius optiflux 180 nre lot #:24hu07018) due to user error. Per the clinical manager, the patient¿s pretreatment vital signs were blood pressure (b/p) 166/76, heart rate (hr)63, respiratory rate (rr)19, and temperature 98.0. It was stated that there were no visible defects and no any performance issues with the fresenius optiflux nre dialyzer. Approximately 5 minutes into the hemodialysis treatment, the patient complained of itching. The clinical manager stated the hemodialysis treatment was stopped, and the patient was rinsed back the blood in the extracorporeal circuit. The patient received approximately 300 ml of normal saline. Furthermore, the patient¿s nephrologist was notified of the event and the patient was prescribed benadryl 25 mg intravenous push (ivp). A new hemodialysis treatment was initiated with the correctly prescribed dialyzer (fresenius optiflux 180 nr). However, the patient had symptoms of shortness of breath which persisted. As a result, the patient was initiated on 2l of oxygen via nasal canula and 911 was called. The patient¿s post treatment vitals were bp 166/77, hr 61, rr 24. The clinical manager stated the patient was brought to the emergency room and received hemodialysis treatment (details unknown). The patient did not require hospital admittance and was discharged home the same day <24 hours. It was confirmed that the patient recovered from the event and completed normally scheduled outpatient hemodialysis on (B)(6) 2024 with the correct dialyzer and no further issues.